Manufacturer narrative:
This report is filed october 21, 2015.

Event description:
Per the clinic, the patient experienced poor performance with the device. Subsequently on (B)(6) 2015, the device was explanted and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4)